Event description:
Healthcare professional stated valve was removed due to structural valve deterioration after approx 10 years of implantation. No add'l info available. Implant and explant dates were estimated using available info and mfg date. The valve was returned for analysis.